Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: dislocation of the glenosphere from the baseplate in a rsa performed 8 months before. The analysis of the explanted components revealed a circular sign on the back surface of the glenosphere, indicating contact with a protruding glenoid screw. We cannot tell if the screw was protruding because it backed out postoperatively or if it coud never reach the final proper housing; contact between the glenosphere and the screw prevented most likely the taper junction to be fully engaged and this may have caused the separation. With the information at hand, no final conclusion to determine the root cause of the event can be drawn. Visual inspection performed by medacta shoulder r&d project manager: mild circumferential signs are visible on the convex backsurface of the glenosphere, probably due to friction with a peripheral glenoid screw. It is not possible to state whether the screw was positioned proud form the baseplate after the primary surgery or it backed out in the following months. The glenosphere screw shows circular scratches on the outer surface. The liner has is damaged on the outer rim of the articular surface, likely occurred due to friction with the scapula after the glenosphere dissociation. No action is suggested.

Manufacturer narrative:
Batch review performed on 30 march 2021: lot 1908174: (B)(4) items manufactured and released on 15-jan-2020. Expiration date: 2025-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs department: dislocation of the glenosphere from the baseplate in a rsa performed 8 months before. To date, the analysis of the explanted components could not be performed yet, so we cannot tell if a protruding screw (one or more of the baseplate fixation screws) may have contributed to limit the engagement of the glenosphere on the taper spigot of the baseplate, which is normnally the cause for this kind of problems. With the information at hand, no final conclusion to determine the root cause of the event can be drawn. Another device involved: batch review performed on 30 march 2021: reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452)lot. 1908237: (B)(4)items manufactured and released on 19-feb-2020. Expiration date: 2025-02-04. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Following the dissociation of the glenosphere from the baseplate the surgeon revised the liner and the glenosphere 8 months after primary. The surgery was completed successfully.